Manufacturer narrative:
Voluntary medwatch report received: mw5158867.

Event description:
Voluntary medwatch received states that the implanted-inactive right atrial (ra) lead was explanted on the unknown date. No patient consequences was reported.